Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06367. It was reported the patient was experiencing ineffective stimulation from her scs system. An sjm representative met with the patient for system diagnostics and confirmed high impedances were present on multiple lead contacts. Reprogramming was attempted but did not provide effective stimulation. Surgical intervention took place on (B)(6) 2015, at which time, the leads were explanted and replaced. Effective stimulation was reportedly restored postoperative.